Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 7/7/2025. One device was received for evaluation. Visual inspection for performed. Functional testing was able to duplicate the reported problem. It was determined that the engine failure was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.